Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) appears to be due to the slda. The cause of the reported incomplete coaptation (periprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 3-4, prolapsed posterior leaflet, flail, and previously placed annuloplasty ring in the mitral valve. A mitraclip xtw (21223r1115) was implanted at a2p2. The procedure was completed with one clip implanted. The mr was reduced to grade 1-2. On the next day, (B)(6) 2023, an echocardiogram revealed that the clip had detached from a leaflet (single leaflet device attachment/slda), causing mr to increase. On (B)(6) 2023, the patient underwent mitral valve replacement surgery. No additional information was provided.